Event description:
A power source alert was reported by the caller, indicating an issue with the charging process. Despite the alert, the blood glucose level did not exceed 500 mg/dl, showing no adverse impact. The customer was guided to plug the wall adapter into an operational outlet and wait at least 30 minutes for the pump to charge, with a follow-up planned by technical support. Eventually, the customer managed to charge the pump using a tandem cable and adapter.